Event description:
Baxter japan received a customer complaint involving an overinfusion in which the device delivered 7 ml in three hours. The total fill volume was 30 ml. The device contained 1% morphine and distilled water.

Manufacturer narrative:
The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow up report. A batch review has been performed and revealed that the lot passed all release specifications. Similar incidents have been received for this product family. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence. The result of this review will be communicated in a follow up medwatch when available.